Manufacturer narrative:
Customer evaluated device.

Event description:
The issue was reported to philips because the device does not repeatedly generate the red cross. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device does not repeatedly generate the red cross. There was no report of patient involvement.